Event description:
Rv lead perforation reported. No capture of the heart and twitching of the chest wall was observed. The lead was repositioned.

Event description:
New information notes the patient expired due to lung cancer.

Manufacturer narrative:
Na

Manufacturer narrative:
A partial lead with the connector pin measuring 22.4cm was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis including a lead tip stiffness test could not be performed.